Event description:
Reporter states multiclix lancet failed to retract into the drum. Reporter states he stuck his finger with the protruding lancet. Reporter states he required no treatment. Reporter discarded the drum. A request was made for return of the suspect product and a replacement was provided.